Manufacturer narrative:
(B)(4). The device sample has not been returned to for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was difficult to remove the catheter despite having deflated the balloon; the catheter would not go through the meatus. It was reported that the balloon of the catheter was blocked as it had folded on itself. The patient's condition was reported as fine.